Manufacturer narrative:
Intuitive surgical, inc. (Isi) addressed the reported event with phone support. The issue was resolved by customer system setup. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the patient side cart (psc) universal surgical manipulator (usm) 4 moved unexpectedly. Surgeon was at the console but was not trying to control or move usm 4 and viewed live logs and found error 23137 on usm 4, axis 1 so requested to remove usm 4 instrument and reseat usm 4 drape if possible. Surgeon was continuing with procedure robotically. The procedure was completed with no reported injury.